Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue with the pump. The reporter stated that the battery compartment was cracked and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1, date of submission 02/12/2015. The pump has been returned and evaluated by product analysis as follows: there were no power reset events observed in the black box to support a power loss. The battery cap did not tighten securely onto the pump and was not able to maintain an electrical connection. The battery compartment was found to be cracked from the threads to the bumper pad and to the case seal. The battery cap threads were found to be stripped and damaged. A test cap was used for the 24 hour test without any reboots. Product analysis was able to duplicate the power loss complaint.